Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: none; symptoms/ae/outcome: tia, speech difficulties; time of symptoms/ae: during the procedure and post procedure. It was reported that post-stent deployment, after dilatation inflation, the patient developed speech difficulties which were treated with heparin and nitroglycerin. The patient was fully recovered within 24 hours after the procedure. Reportedly, post procedure, the patient became hypotensive and was treated with dopamine. The condition resolved two days later. Additionally, the patient's hemoglobin dropped and the patient was transfused with two units of blood. The source of the drop in hemoglobin was not reported. The patient was discharged home two days after the procedure. Though requested, no additional information was available.